Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Manufacturer narrative should have stated "during processing of this complaint, attempts were made to obtain complete patient information" instead of "during processing of this complaint, attempts were made to obtain complete event information".

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer report number: 3006705815-2020-01397. It was reported that the patient was having wound healing issues at the lead site since implant. As a result, the patient underwent surgical intervention during which the system was explanted.